Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/05/2016 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose of 550mg/dl with vomiting. The reporter was unwilling to disclose further information. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and the pump could not be ruled out as a cause or contributor.